Event description:
Reporter alleged the customer obtained the results of 15 mg/dl and 62 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated the customer self-treated with skittles and tested about 10 minutes later with a result of 125 mg/dl on the same compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.